Event description:
It has been reported to co that during the procedure the balloon of this device ruptured while being used in conjuction with a competitors stent. The device was removed and replaced. The pt is reported as fine, the device is not being returned for our evaluation.